Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse visited the site and replaced the erbe integrated electrosurgical unit (iesu) generator to resolve the issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The erbe generator unit was analyzed and the issue was confirmed in the system logs. Multiple erbe errors (c-34, m-11, c-06, m-18, c-53, c-30) were found to be logged. During failure analysis, the issue was replicated and the unit displayed c-54/c-00 errors, with the c-54 error being related to the reported c-34 error. The complaint was confirmed based on the field evaluation and failure analysis. The probable cause is attributed to a faulty electrical component inside the erbe generator. The c-34 error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue, and as a result, replaced the erbe integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the field service engineer (fse) contacted technical support on behalf of the customer to report that the erbe integrated electrosurgical unit (iesu) was displaying error code c-34. The technical support engineer (tse) reviewed the system logs and identified repeated occurrences of error 25913 pointing to the erbe unit. The erbe unit was restarted, however, the error persisted. As a result, the customer continued as planned with an alternate esu. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the fse and obtained the following additional information: the site employee who initially reported the issue was confirmed as a urology registered nurse (rn).